Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11458r34, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient had the pump removed because the patient didn¿t do well with it. It was believed that the patient didn¿t do well with the pump the entire time it was implanted. The patient¿s therapy was indicated as intrathecal baclofen (itb), but the type of baclofen was unknown. No additional information was reported regarding this event. If additional information is received, a follow-up report will be sent.